Event description:
The rptr developed toxic shock syndrome while using this product. The rptr experienced violent chills, vomiting, diarrhea, hypotension (50/0), swelling of the body, hallucinations and kidney failure. The rptr was hospitalized for five days. After discharge from the hosp, the rptr experienced loss of hair and fingernails, skin peeling and memory loss. The rptr stated that incident occurred on the second or third day of her period. She further stated that she changed the product every few hrs.